Event description:
The customer reported that the in/out button on the gantry control panel was flashing. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse reported that when the operator activated the load pedal on the multi-function footswitch (mffs), the couch moved up but would stop when pedal was released. When the load pedal was pressed again the couch would move down. Motion was halted when the pedal was released.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6) hospital-(B)(6) reported that during a CT clinical patient procedure, the in/out button on the gantry control panel was flashing and when the operator used the load pedal of the footswitch, the patient support moved downwards. There was no harm to a patient, operator or bystander due to this issue and there was no rescan/reinjection required. The customer contacted the philips help desk to inform them about the event. The customer support specialist (css) dispatched a philips field service engineer (fse) to the site. The fse arrived on site and evaluated the system. The fse evaluated the system and found that the log files contained the s_command_button_stuck_error. Since the uncommanded motion of the patient couch occurred when the footswitch was being utilized, the fse checked the load pedal of the footswitch. The fse found that the earth cable in the footswitch was loose, and he tightened it. Also, the fse adjusted the footswitch with a spacer and washer (as per instructions from introduction to the new load & unload foot pedals and interventional couch controls) to ensure that the uncommanded motion was not caused by the footswitch. The fse then determined that the front gantry control panel had stuck buttons and replaced the front right and left gantry control panels to resolve the issue. The fse confirmed that the uncommanded motion of the patient support was not due to the footswitch; however, it was adjusted as a precaution. The same issue occurred on (B)(6) 2015 at the site. There was no harm to a patient, operator or bystander due to this issue and there was no rescan/reinjection required. The first event is addressed by this complaint and the second event is addressed by a subsequent complaint. The fse provided the defective part for engineering assessment. If a button on a gantry control panel were to be stuck engaged, there is potential for uncommanded motion of the patient support, which may result in pinching, entrapment, or removal of medical tubing (i.e. Ventilator tubing, IV tubing, etc.). Engineering investigated the defective parts and the log files. Upon evaluating the log files, engineering determined that there are stuck left move marker in and stuck left move marker out buttons on between 18:09:55 (B)(6) 2015 and 10:13:42 (B)(6) 2015. There is also a stuck left unload button between 10:02:44 and 10:14:41 on (B)(6) 2015. This is the end of the log so the stuck buttons presumably continued after that. Also, engineering evaluated the defective part and determined that the buttons of the gantry panel were stuck engaged because the metal piece is pushed down for contact and released by the magnetic force and metal mesh. The metal mesh and magnetic material lost its tension and metal piece cannot be released. Engineering documented their evaluation. The following mitigations for this issue include: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds. Design mitigations for prevention of the hazardous situations: stopping horizontal motion in the presence of resistance force (not applicable for vertical). Table collision envelope. Single fault safe against uncontrolled motion: horizontal node watchdog timer. If maximum time of control response is exceeded, e-stop will be activated. Double switches on control buttons provides redundancy such that 2 switches must be activated before a motion is executed. Design mitigations enabling human response: continuous activation for manual motion emergency stop controls enable termination of motion in hazardous condition. Emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. Speed of motorized non-programmed motion is limited. The fse replaced the front right and left gantry control panels to resolve the issue. The button was stuck engaged because the metal piece is pushed down for contact and released by the magnetic force and metal mesh. The metal mesh and magnetic material lost its tension and metal piece cannot be released.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation.